Manufacturer narrative:
It is not believed that the cause of this event was renuvion. The vascular pattern and appearance of the skin indicates using vaser too aggressively in the subdermal plane (scrapping too superficial to the surface of the skin) which caused the cutis marmorata-like condition.

Event description:
Patient had procedure on the anterior thighs with vaser followed by renuvion. The patient is having issues with discoloration of the thighs and a purple vein-like mottle appearance over top of her legs. Patient's left anterior leg is hypersensitive and bruised.